Event description:
It was reported clotting was noted in unspecified baxter catheters, when used in conjunction with an unspecified quantity of one-link needle-free IV connectors. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. Correction: b5. B5: update reference from "baxter catheters" to "non-baxter catheters". H11: the devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.